Event description:
The following is based on medical records provided by the patient. On (B)(6) 2006 - patient underwent repair of an incisional ventral hernia. The operative report notes a 4 x 4 piece of kugel mesh was used for the repair and that it was sized appropriately and sutured into place. Ni/ni/ni - office visit patient presents with complaints of a mass effect of the abdominal wall and radiating pain down her leg. Md noted that it seemed unlikely that the patients complaints of leg pain were involved with the abdominal wall problem. On (B)(6) 2013 - patient underwent exploration. The operative reports notes that an incision was made and arising from the dermal layer was a clear structure similar in shape to a very large piece of suture that was semirigid. The surgeon pulled it out without resistance.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. The medical records provided were limited and did not include medical documentation for the time period between implant and the explant of the recoil ring. The implant operative report indicates that the kugel mesh was tailored to a 4 x 4 piece prior to placement. The patient reports that the explanted sample was discarded and therefore not available for evaluation. Images provided show what appears to be a section of the pet recoil ring that was alleged to have been explanted. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. If additional information is obtained, a follow up MDR will be submitted.